Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the surgeon placed the stapler on the lower sigmoid/rectum, fired and transected the tissue with a scalpel proximal to stapler. The surgeon did not see any staples after opening the stapler. Colon remained open. The surgeon did not address issue inside the abdomen as a pouch was created and hand sewn to rectum from below. Current pt status: no current issues. No unanticipated tissue loss. No delay over 30 minutes. No buttress material used.